Event description:
The customer reported to olympus that the evis exera iii colonovideoscope during a diagnostic colonoscopy procedure, brush tip was seen in the polyp trap. Foreign material found in the suction cylinder. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Scope results were negative. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. Customer noted normal, no abnormalities on the accessories used for reprocessing. The customer noted that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. Facility flushed the air/water nozzle with water and air. Facility flushed air/water nozzle with detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. Scope culture test results were found negative. Foreign material pushed out during procedure was found to be a brush. The reprocessing steps provided by the user were reviewed, and it was confirmed that there was no obvious deviation from IFU. It was also confirmed by the reports: 962-0179, 062-3555, and 066-3255 that performance of reprocessing on the device is secured by reprocessing in accordance with IFU (cleaning/ disinfection/ sterilization). There was no physical device damage found where the material was lodged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. // IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states preventive measures. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.